Event description:
Procedure type: unk. According to the reporter: the customer reports that the device cut but didn't staple. There was minor loss of blood (less than 250 cc) due to the vessel being cut. The operating time was extended by 2 hours and a half, because of the conversion. The pt had to stay longer in hosp as a consequence.

Manufacturer narrative:
(B)(4).